Manufacturer narrative:
Follow-up #1 date of submission 08/30/2011 device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: a review of the pump history indicated that "replace battery" alarms had occurred which could not be duplicated during testing. The pump was exercised for 24 hours with no alarms or power issues occurring. Evaluation revealed that the battery compartment was cracked, and there was corrosion observed inside the battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter, the patient's mother, reported the pump continued to display the "replace battery" alarm even after the battery had been replaced several times. There was no allegation of patient injury associated with this issue.